Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had high thresholds. It was further reported that the rv lead had possibly partially dislodged and that the ra lead had completely dislodged. Both leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.